Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer 2.1 experienced multiple failures throughout the day and was unable to open. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-jun-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.1 was failed to open. A field service engineer (fse) addressed a customer report of repeated failures affecting the main drawer identified as two point one. The fse reviewed diagnostic information, which confirmed multiple drawer failures, and performed preventive maintenance on the device. During inspection, the fse identified that the row tray connection labeled e was significantly loose and likely causing continued drawer failures and also observed slow cubie release during diagnostic removal prior to reseating the row tray wiring. After correcting the connection, the fse reassembled the device and verified that the customer was able to test the drawer successfully without further issues. The system functioned as intended after the field service engineer repaired the device.